Event description:
It was reported that there were no trending or diagnostics on this pacer with no atrial lead. The device was reprogrammed and the device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.